Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely low hemoglobin (hgb) results for one patient that was generated using the cell-dyn 1800 analyzer. The following data was provided. Sid (B)(6) initial 7.2 (normal range 14 to 18 g/dl) due to the initial low result, the patient was referred to the hospital. Repeat using cell-dyn emerald analyzer (unknown serial number) at the hospital facility 8.1 (normal range (13.0 to 16 g/dl). No adverse impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, and a review of instrument service. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Based on all available information and abbott diagnostics complaint investigation, the analyzer performed as intended and no product deficiency was identified.